Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Customer reported blood glucose (bg) level was impacted (390mg/dl). Customer stated a bolus via the pump would be administered to address bg level. Customer declined assistance from tandem technical support loading a new cartridge onto the pump and stated it would be completed following the call.